Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the down arrow keypad button required several presses to elicit a response. The patient confirmed that the keypad was intact. The patient reported the pump is not exposed to water and there is no physical damage to the keypad. The patient reportedly wore the pump attached to a belt and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was fully intact. The up arrow and down arrow keypad buttons responded intermittently and required excessive force to evoke a response. All other keypad buttons were normally responsive and had normal spring back or click. The keypad was removed for investigation and revealed visible contamination under the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.